Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the clinical manager called in to report a hospitalization for the insulin pump user. Customer's blood glucose level was not reported. No further information was obtained. The device will not be returned.